Event description:
Pt had a craniotomy for an ethmoid tumor. A lumbar drain was placed in the or. The lumbar drain catheter snapped in half. Csf fluid drained into the bed. The catheter was removed by the neurosurgeon.